Manufacturer narrative:
Additional information: the physician used a protégé stent during procedure to treat a target lesion of distal diameter about 4.7mm, narrowed area 3.3mm and proximal diameter about 7.7mm in the left internal carotid artery(ica). The lesion was a little less than 30mm in length. It is reported that the stenosis level was approximately 50%. Mild to medium level of calcification and slight tortuosity were noted. The lesion was not really severe thus intervention was not required. However, the patient had experienced a few transient ischemic attacks (tia) and the physician decided to perform a carotid stenting procedure(cas). There was no difficulty in removing the device. Post procedure, the physician noticed the stent was deformed inward longitudinally from distal to proximal through the 3dcta image taken 6 days post intervention. No additional intervention was performed for the stent deformation. Cine image review: pre-procedural, procedural and post-procedure images were received for evaluation. The post-procedural images confirm that 10mm diameter stent formed a heart shape within the curved and tapered vessel anatomy.

Event description:
The physician used a protege stent during procedure to treat a target lesion of distal diameter about 5mm and proximal diameter about 7mm. There was no difficulty in removing the device and no resistance noted when the protective sheath was removed. The device was prepared and inspected with no abnormalities noted. There was no resistance with ancillary device during delivery or during passing the lesion site. Protection devices were used during procedure. The protege was placed on the target vessel without pre-dilation. The stent was post-dilated and the intervention was completed. There seemed to be no abnormality through the angiographic image taken right after the intervention. Post procedure, the physician noticed the stent was deformed inward from distal to proximal through the 3dcta image taken 1 week post intervention. Current patient condition is reported to be fine; no adverse issue has been reported from the customer. The stent remains inside the patient, and the rest of the device was scrapped on site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.